Manufacturer narrative:
The suspect computer was received by the manufacturer for evaluation. Medtronic personnel were unable to replicate the reported issue. Hard drive testing found 5 bad sectors on the drive indicating a hard drive malfunction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. No further information on the computer was reported.

Event description:
A medtronic representative reported that the computer became unresponsive twice. This occurred while transferring an exam from electronic picture archiving and communication systems (pacs) and then again while viewing the exam. No patient was present during the time of the reported incident.